Event description:
During use, the clinician noted that a thin clear membrane was noted in the middle inside portion of the adapter, no patient injury, a second adapter was available without a membrane.